Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube was broken. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the endoscope reprocessor used with the connecting tube in this event. Patient identifiers: (B)(6) capture the complaints on the additional broken connectors.

Manufacturer narrative:
The serial number has not been provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additional information about the event was requested, but not received. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the connecting tube issue could not be determined. It is possible that the connecting tube was damaged due to external stress through force having been applied in the incorrect direction. Olympus will continue to monitor field performance for this device.